Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open after medication scan. User tried to reboot the station, but issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had reached out to the customer for permission to access the server. However, the customer had already resolved the issue, and no further investigation was required. The system functioned as intended after customer resolved the issue.